Event description:
It was reported that during a simultaneous balloon angioplasty, the balloon on the patient's unaffected side wouldn't come out of the 6f sheath. The deflated balloon stuck in the sheath and both the sheath and balloon had to be removed, leaving just the guidewire for access, prior to placing another 6f sheath back in. The user facility indicated they are using sheaths sold by a different manufacturer.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it is not available. It is unknown if patient or procedural factors contributed to this event. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. Instructions for use: equipment required, introducer sheath (input sheath recommended).